Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 05, 2024.